Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, there was an image orientation issue, and the camera base did not rotate. The image was inverted, and the endoscope did not move freely. This complaint was created to capture the previously reported event of the same issue. The procedure was completed with no reported injury.